Event description:
It was reported that during a ureteroscopy with lithotripsy procedure, the fiber was used for 3 seconds and a noise was heard. After disconnecting the fiber, it was found that both the fiber and the debris shield were burned. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a ureteroscopy with lithotripsy procedure, the fiber was used for 3 seconds and a noise was heard. After disconnecting the fiber, it was found that both the fiber and the debris shield were burned. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a ureteroscopy with lithotripsy procedure, the fiber was used for 3 seconds and a noise was heard. After disconnecting the fiber, it was found that both the fiber and the debris shield were burned. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.